Manufacturer narrative:
The customer reported the unit failed pads/paddles test during the operational check. The unit was evaluated at philips and reported symptom was duplicated. Replacing the power pca resolved the reported symptom.

Event description:
The customer reported the unit failed pads/paddles test during the operational check.